Event description:
It was reported by the patient that the device moved towards the arm pit; therefore, the device was explanted and replaced. Additional information was requested and not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429888 lead, implanted: (B)(6) 2015. (B)(4).